Event description:
While performing a pressure injection the pressure tubing became disconnected from the power injector. Contrast was sprayed into the physician's eye. An internal hospital incident report was filed. The physician was tested the next day and the tests were negative for exposure to blood borne disease. No adverse effects to the patient were reported.